Event description:
The clinic reported that a laser vision correction patient presented with corneal ectasia in both eyes (ou), four years following a laser correction treatment on (B)(6) 2009. The patient reported experiencing a worsening of vision for the last year to year and a half. The patients best corrected and uncorrected visual acuity is 20/60 in the right eye (od) and 20/200 in the left eye (os).

Manufacturer narrative:
(B)(4). Evaluation conclusion: - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2009, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support. Placeholder.